Manufacturer narrative:
B3 - date of event unknown. One used device was received for evaluation. Visual inspection and functional testing were performed. The customer¿s reported problem was duplicated. Damaged lens and damaged dso seal were found. The most probable root cause of the issue was a depleted internal battery. The pwa, dso seal was replaced to correct the issue. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was not holding the time and date. Device evaluation noted the downstream occlusion seal was damaged. There was no patient involvement and no patient harm reported.

Event description:
It was reported that the device was not holding the time and date. The event occurred during testing, and there was no delay in therapy. There was no physical damage reported. The customer returned the product for the pump not holding the time and date, and during physical inspection it was found that the downstream occlusion (dso) seal was damaged. There was no patient involvement, and no patient harm reported.

Manufacturer narrative:
H2) correction: b5 corrected. D1 corrected. D4 primary UDI number corrected. E1 - initial reporter region state corrected. E1 - initial reporter phone corrected: (B)(6). H6: annex f corrected from f26 to f27. H6: annex b code b11 added. H6: annex c code c0703 added. H3, h6: one used device was received for evaluation. Visual inspection and functional testing were performed. The customer¿s reported problem was duplicated. The pump did not hold date and time information. After investigation the results indicated a reportable malfunction due to the damaged downstream occlusion (dso) seal. The most probable root cause of the initial issue was a depleted internal battery. The manufacturer representative replaced the printed wiring assembly (pwa), dso seal, and the lens seal. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.